Manufacturer narrative:
Sensor 3mh00d3e6u4 has been returned and investigated. Visual inspection has been performed on the returned sensor and scorch/burn marks were observed on the outside sensor casing. Visual inspection has been performed on the returned sensor plug assembly and a cracked sensor neck was observed. Visual inspection was performed on the de-cased sensor¿s pcba (printed circuit board assembly) and and no fire, smoke or electric shock were observed. The sensor top shell showed no signs of burning on the inside. The returned battery was measured at 1.57v which was wihtin specification of (1.45v to 1.65v). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed. Although the sensor neck was observed to be cracked, all results were within specification indicating that the crack did not impact the ability of the electronics to function properly. The cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. The sensors battery does not produce enough voltage to produce an electric shock or the observed damage. Adc concludes that the sensor did not have sufficient power to cause the reported damage as it is consistent with an external heat source. Therefore, the issue is not confirmed to use. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving a scan error message on their adc device. The product was returned and investigated and burn/scorch marks were observed external to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) and section d-4 (model number) were incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was incorrectly documented in the previous report as (B)(6) 2022. The correct g-3 date is april 22, 2023.

Event description:
Customer initially reported receiving a scan error message on their adc device. The product was returned and investigated and burn/scorch marks were observed external to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.